Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that impedances were taken and all values with 1 were greater than 4,000 ohms. They were running impedances on the day of the report and the patient stopped feeling stimulation. They also stated that the battery was turned on it's side and was sticking out. The patient didn't know if the pocket issue was associated with the change in stimulation sensation. The hcp noted that they were probably going to replace the battery.